Manufacturer narrative:
Submit 9/13/2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the enteral feeding pump shut down when the ac cord was plugged in.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿enteral feeding pump shut down when the accord was plugged in.¿. The unit was triaged and the reported issue was confirmed. On investigating the printed circuit board (pcb), different parameters of power source circuit were found to be out of specification. Second pin on the communication cable was torn. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.